Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad shows damage on the entire end of the pad. The missing material was not returned with the instrument. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white pad on the instrument cracked, rendering it unusable. The customer noted there were no fragments left inside the patient. The procedure was completed with no reported injury.